Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Event history log review did not verify inaccurate fluid reading. The homechoice device received a returned instrument testing evaluation (rite). Rite electrical test passed; however, rite functional test failed due to therapy monitor volume failed performance spec. External/internal inspection was performed and passed. Manual accuracy test was performed and failed first test with original piston foam but passed second test with test article piston foam installed. Manual temperature test was performed and passed. Cycled power and performed priming sequence which was completed and no errors occurred. Inspected door assy and found cracked piston. Direct cause for rite functional failure of therapy monitor volume failed performance spec was determined to be disintegrated piston foam. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The direct cause of the problem was disintegrated piston foam. The piston foam was replaced to resolve the problem. This issue will be further investigated through CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.